Event description:
During a cryoablation procedure in which a doctor was using six icerod cx needles, the doctor noticed frost on the shaft of two of the needles after the second freeze. The doctor planned on turning down three of the needles to 40% freeze intensity before he saw the frost on the shafts because of te size of the iceball. He conducted a two minute freeze and 30 seconds of cautery per needle. The case was finished and the pt had a very minor skin burn. The doctor indicated that there will not be a post-op f/u appointment to treat the burn because it was so small.